Event description:
It was reported that on the stored iegm noise was detected as fibrillation. As a result, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Major pump unit(s) involved: external control system failure;low voltage alarms.specific component(s) involved: power cable broken at connection.causative or contributing factor: no specific contributing cause identified.implant device type: lvad.

Manufacturer narrative:
Analysis revealed an abrasion through the outer coil insulation exposing the sensing coil. The lead abrasion is consistent with that produced by friction with the ICD can.